Manufacturer narrative:
Complaint number: (B)(4). The device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue. Not returned from facility.

Event description:
It was reported by the customer that during an mvr/avr/maze procedure, they tried to ablate to right atrium free wall after ablation to ivc. When conducting twice on the same position and the jaw was released, they found a tear. They checked the jaw and observed that it was burnt, they removed the burnt particles. The maze continued and the tear was repaired, the operation was completed without further consequence.